Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history records review indicates the devices were manufactured to specifications. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Initial product history search revealed no additional complaints against the related part and lot combination. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient's shoulder arthroplasty is being revised due to allergic reaction.